Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4).

Event description:
Customer stated that during a knee scope procedure a 20402-sma blew up inside the patient's knee. A second fiber 20402-sma was used to finish the procedure. Customer mentioned that she saw a red light coming out of the fiber and shooting sparks. This information is documented as reported to trimedyne, inc.